Manufacturer narrative:
D3: system serial # updated to (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received. The serial number has been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A system checkout was completed prior to the device being returned for analysis. At the time of the checkout, the axiem was replaced. It was noted that the system was then functioning properly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axiem was returned to the manufacturer for analysis. Analysis found that the problem could not be duplicated. The axiem unit was connected to a test system with the ent application for a multi-day burn-in test. Registration, tracking, and accuracy looked normal on all 8 tool ports. They disconnected the tools from each port multiple times and system remained functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was setting up the system prior to a case, and the system was unable to recognize the axiem box. They had to reboot it a few times before communication was restored. The manufacturer representative stated that after replacing the axiem controller they were able to resolve the issue. They found that the controller would work as long as it was plugged in after being in the patient task. No patient was present at the time of the event.